Manufacturer narrative:
No additional information was received. The balloon catheter was returned to the manufacturer and its evaluation is complete. Investigation conclusion: the investigation of the returned balloon catheter found the coils at the proximal end of the balloon to be unwound and the yellow polyimide ring dislodged within the balloon near the unwound coils, which is consistent with the alleged product issue. However, the polyimide ring is a component of the device and not a foreign object as described in the reported event. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the polyimide ring dislodging, but this condition is consistent with the device experiencing forces over specification due to over inflation.

Event description:
It was reported that during preparation, unspecified foreign material was observed on the scepter xc balloon. The balloon was not used and another scepter was used to continue the procedure. Subsequently, the procedure was successfully completed. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted.